Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. G4: premarket identification /k011028/k013227.

Event description:
When the implant was placed, the doctor removed the implant to improve the drilling because the implant did not go down to length and when it was removed, it disengaged from the mount and fell to the ground. No other implant has been placed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. A visual evaluation was performed, the implant and mount were returned engaged. There was bone debris on the implant external threads and blood/debris on the internal threads. The mounts retaining screw had no damage. The implant and mount disengaged and engaged as intended. No malfunction was identified. DHR review was completed for the subject lot number 1245261. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1245261 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : disengaged¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the clinician didn¿t follow recommended protocol for implant placement and final seating. Therefore, based on the available information, a device malfunction did not occur. The implant and mount disengaged and engaged as intended. The reported event was not confirmed